Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected data: d10: the date returned to manufacturer was documented as september 10, 2020 on the supplemental report. This date has been updated to september 16, 2020. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sagittal saw with key device was operating intermittently, the bearing shell was corroded, the needle sleeve was worn, there was excessive debris and corrosion on the ball bearing, and fluid leaking from the device. It was further determined that the device failed pretest for leakage test, and check function with power module. Therefore, the reported condition that the device was stopping and starting during testing was confirmed. The assignable root cause of this condition was determined to be traced to maintenance, which is user error/misuse/abuse.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: the device serial number was documented as unknown in the initial medwatch report. The serial number (B)(6) has been updated accordingly. The UDI has also been updated accordingly. G2: the manufacturer location was unknown in the initial report. The location has been updated to waldenburg. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. H4: the device manufacture date was reported as unknown in the initial medwatch report. This has been updated to dec 23, 2013. D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: lot/serial was unknown device manufacture date: the device manufacture date was unavailable. The manufacturing location was unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: lot/serial unknown. (B)(4).

Event description:
It was reported from (B)(6) that during pre-surgery testing it was observed that the sagittal saw with key device would start then stop during verification. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.